Manufacturer narrative:
The hbsag ii reagent expiration date was not provided. The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6). The investigation determined that the elecsys hbsag ii assay performed within specifications. The investigation was limited due to the unavailability of calibration data and the inability to perform a physical investigation. A contamination or mix-up of the patient sample could not be excluded. Polymerase chain reaction (pcr) testing for hepatitis b virus (hbv) was reported as negative, and no elecsys hbsag confirmatory test was available in the region. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged discrepant results for one patient sample tested with the hbsag g2 elecsys e2g 300 v2 assay. The sample was tested on multiple instruments, yielding reactive results on the cobas e 411 and cobas e 601 analyzers, and non-reactive results on the cobas e 801 analytical unit. Additional testing of the same patient sample on the cobas e 801 analytical unit included the following results: elecsys anti-hbc (ahbc) 0.0086 coi, elecsys anti-hbs (ahbs) 361 iu/l, elecsys hbsag 0.395 coi, elecsys hbeag 0.166 coi, and elecsys anti-hbe (ahbe) 0.0120 coi. Polymerase chain reaction (pcr) testing for hepatitis b virus (hbv) was reported as negative. The patient sample was not confirmed using an elecsys hbsag confirmatory test, as this test is not available in the region.